Event description:
During a retroactive review of past treatment events for potential adverse events, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. The husband of a (B)(6) female pt contacted zoll customer support to report that the pt was treated on (B)(4) 2014. Dual lead noise and artifact contributed to the false detection. The pt was treated during sinus tachycardia with noise and artifact at 19:54:23. The post-shock rhythm was sinus tachycardia with noise and artifact. The patient's husband reported that the pt was taking her shirt off at the time of the event and was not able to get to the response buttons in time. The response buttons were pressed after the treatment was delivered. The pt remained at home and continued to wear the lifevest.

Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation. There is no info to suggest that the pt sustained a serious injury. The pt remained at home and continued to wear the lifevest. Device eval summary: device eval of monitor sn (B)(4) and electrode belt sn (B)(4) has been completed. Upon investigation, the monitor and electrode belt were fully functional and able to detect and treat a pt. Device manufacture date: monitor sn (B)(4) - (reuse); electrode belt sn (B)(4) - 01/2014 ( initial use). Additional inappropriate defibrillation narrative: inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. The current commercial inappropriate defibrillation rate is consistent with the observed rate during the pivotal clinical trial g960083 (0.69% per pt-month with 90% confidence). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf.